Event description:
The user facility reported that during a therapeutic transurethral resection of prostate the loop at the distal end of the electrode broke in two while inside of the pt. The user facility personnel provided conflicting info as to whether the device fragments may or may not have fallen into the pt. The users reportedly used a different electrode to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event; however, only limited info was provided. The electrode referenced in this report was returned to olympus for eval. The eval revealed that the loop cutting wire of the electrode was broken and the two ends at the fracture joint showed evidence of thermal deformation. The reported phenomenon appears to be due to excessive energy output. The electrode is being forwarded to the original equipment MFR for further eval. If significant add'l info is rec'd, this report will be updated. This report is being submitted as an MDR in an abundance of caution. Olympus america inc. Is filing MDR's on behalf of gyrus (B)(4) and olympus medical systems corporation. (B)(4).